Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl in the morning; cause was unknown. The customer declined to provide additional information and reported that bgs had bee resolved. Subsequently, the customer reported that the pump was not delivering the accurate amount of bolus for the blood glucose (bg) value entered. Blood glucose (bg) level was 463 mg/dl. Reportedly, the pump calculated the bolus of 16 units correctly; however, the pump was not delivering that amount of insulin to the customer. Tandem technical support educated the customer that if the pump was experiencing a malfunction, the pump would declare a malfunction code. The customer declined to upload the pump data logs for a log review to be performed.